Event description:
Patient underwent primary right tkr on (B)(6) 2022. Patient has presented to dr m f (john flynn - surgeon contact not available in contacts in pc online mode), with a painful right knee, specifically on flexing the knee - a very severe sharp pain running down the lateral side of the knee. Although the knee has a good range of motion 0 degrees to 120/130, the patient is very unhappy with his knee due to the pain on flexion. A decision was made to open the knee and explore for any soft tissue entrapment or instability. Although the knee was universally on the loose side, the lateral opening on flexion was approximately 3mm more than the medial side. Excess soft tissue was found to be impinging around the posterior lateral part of the bearing. The 5mm poly bearing was removed and this soft tissue was removed and a 2mm thicker bearing implanted (7mm). The knee appeared to be more stable and the rom was maintained.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Nothing indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received. A. You mentioned that the knee was "universally on the loose side" - were any of the components loose, or was this just referring to the general laxity of the knee due to the soft tissue impingement? -general laxity of the knee ¿ no loose components.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.